Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
It was reported that the patient hyperextended his neck. After the procedure the patient experienced headaches (whiplash type symptoms). No trauma ad no long-term consequences have been reported to getinge-maquet. The product in question was sent to getinge-maquet for investigation. The product was in clinical use approximately 1.5 years. Database review shows no former complaints for this device (sn (B)(4)). The device was investigated by the qa department. During the investigation, no malfunction was detected. Everything works according to specification. Since no malfunction was detected during the investigation, we assume that the positioning of the product was not locked properly and became loose during the procedure or that the locking mechanism was unlocked in error during the procedure. Maquet gmbh provides product failure investigation, analysis, and resolution for the device described in this report. (B)(4). Exemption # e2018004. (B)(4).

Manufacturer narrative:
We contacted the customer and asked for additional information but at the time of this report no further information was available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that during operation the head rest did not stay in position and the patient hyper extended his neck. (B)(4).